Event description:
The pt has had multiple suture granulomas of both the deep #2 suture, and the more superficial #2-0 suture. The suture that was used was quill pdo suture material. This has lead to multiple biweekly interactions with said pt to remove nonabsorbed suture material and draw multiple stitch granulomas over the last 6 weeks. Dates of use: (B) (6)2009. Diagnosis or reason for use: surgical closure of defect.